Event description:
It was reported that the patient had diaphragmatic stimulation. The device was reprogrammed to rv only pacing. The lead was later capped and not replaced due to a downgrade to a single chamber system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.